Event description:
The following event was reported to implantcast gmbh: " blunt " note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had neither a health impact on the patient nor an extension of the surgery time as consequence. The surgery was finished successfully with the same defective instrument.

Manufacturer narrative:
According to the description of the event, the osteotom was found to be blunt during its use. The product in question was not subjected to an optical examination as it was not sent back by the hospital. Since there were no pictures available no optical examination could be performed. Based on the error description the tip of the osteotom may have become deformed over time due to its use and resulting in it becoming blunt. It is known that the malfunction occurred intraoperatively. However, this had no health effect on the patient. According to the available information the surgery was finished with the same product in question. The manufacturing documents and the material certificates of the osteotom could not be checked, as no lot number is known. The surgical techniques and instructions for use were also checked and showed no deviations. Based on the available information, no technical root cause could be determined. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the osteotom. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. A factor may favour such malfunction is the duration of its use since the osteotom has to withstand several forces and several sterilization processes. Since there is no information available, no statement is possible. The event was assigned to the error pattern "blunt instrument" in the associated risk management.